Event description:
The pt had sling procedure in september of 2003, and the beginning february of 2004, the tape began to extrude into their vagina. The pt developed pain, discomfort, and constant pressure at the site of the extrusion, and pt was uncomfortable in certain standing and sitting positions. The physician felt the extrusion and prescribed an esterase cream. The pt used the cream for 2-3 weeks with no relief, and the physician removed the extrusion in the operating room in 2004.